Event description:
The reporting facility stated, lumbar drain not functioning. The cerebral spinal fluid wasn't flowing into the drainage bag. Nurse accidently turned over the drainage after she noticed it was not draining and might have caused another malfunction of the drain. The event was noticed almost immediately. The ins1100 revised with another ins1100 that functioned properly. No pt injury occurred as a result of the reported event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.